Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced warm sensation on the device site three to four times a week that caused the patient to sweat profusely. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.